Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified subclavian vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 9 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries were reported, and the patient was in good condition after the procedure.